Event description:
It was reported that patient was scheduled to have an MRI. Reporter did not know the reason for the MRI; however was unsure if the pump itself was working. It was added that the programmer was not working. Patient was to visit her healthcare provider following the MRI. Drug delivered via the device was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer model: 8835, serial# (B)(4). (B)(4).